Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that post- procedure, inspection of the mayfield ultra base unit (a2101) showed the golden handle had been attempted to be welded and had melted as a result. This issue was detected at the end of surgery; therefore, no increased surgery time resulted. Additionally, there was no user injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the base unit showed the golden handle had been attempted to be welded and had melted as a result. A photograph provided by the customer shows this as well, and this is considered clear abuse of the device! The gold handle assembly must be replaced together with the cam link assembly and the pin which hold it inside of the casting. The defect handle assembly was disassembled in preparation for the repair. As part of preventive maintenance, the handle assembly¿s shock cushion and the cam support pin will be replaced. The 6-inch transitional member has damaged inner thread in the center of its starburst, and the teeth have become so flat that they can no longer provide any grip. It must be replaced to be locked to a swivel adapter unit properly. The adjusting wrench thread is broken, and the wrench needs to be replaced. As a result, the device has been scrapped. Root cause - the complaint is confirmed via inspection of the unit. Inspection of the unit shows the gold handle had been attempted to be welded and had melted as a result. This is misuse of the unit. Additionally the transitional had damaged inner threads and the teeth were worn flat, most likely from routine wear and misuse. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.